Manufacturer narrative:
The suspect device was evaluated onsite at the user facility by an olympus field service engineer (fse). The fse confirmed the reported problem and assigned the cause to fluid invasion of the scope due to incorrect reprocessing of the scope. To resolve the problem, the fse opened the scope to dry. Upon completion of the drying period, the scopes were tested and verified to produce an image with no errors noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the connection with the endoscope failed. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the scope onsite at the user facility, performed by an olympus field service engineer, an error "e315" occurred and no image was present. This report is submitted due to the e315 error. This is report #1 of 8 due to multiple devices reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, communication abnormalities with the endoscope occurred due to the intrusion of liquid into the endoscope from incorrect cleaning and placement during reprocessing of the endoscope. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction." Olympus will continue to monitor field performance for this device.